Event description:
It was reported that pump displayed malfunction message malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer performed reset independently, then agreed to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer on putting pump into storage mode, and requested return of malfunctioning pump within 10 days.